Event description:
The technician reported the left head side rail is stuck and will not raise to the latch position. The bed is in the accounts maintenance. There was not patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the left head side rail was stuck in the down position due to the slide rail bracket was bent. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of hill-rom maintenance records did shot that preventative maintenance has been performed annually. The technician replaced the left head side rail slide bracket to resolve the issue. Based on this information, no further action is required.